Event description:
A customer contacted beckman coulter inc. (Bci) stating that the probe was leaking intermittently in the unicel dxc 600i synchron access clinical system. No injury or operator exposure was reported for this event.

Manufacturer narrative:
A field service engineer (fse) was dispatched on (B)(4) 2011 for this event. The fse indicated that the leak was not reproducible. The fse also stated that this leak was highly random. The fse replaced the vacuum valve for the corresponding reagent wash collar. No further issues occurred from this event.